Event description:
This unsolicited device case was received from legal department in the form of medical records from united states on 01/07/2014 via a consumer. The case involves a (B)(6) old female pt who developed "septic arthritis of right knee/infected right knee" and bilateral knee effusion; also her joint range of motion was decreased, she had "discomfort in joints/impaired mobility' and swollen legs. She complained of "increasing pain and swelling of her bilateral knees post synvisc one injections" (subtherapeutic response). Also, it was reported that synovial fluid analysis revealed white blood cells (synovial fluid white blood cells positive). The pt had medical history of diabetes mellitus and high blood pressure, morbid obesity, arthritis, bilateral knee osteoarthritis for years with bilateral knee pain and swelling and c-sections. Concomitant medications reported include vancomycin hydrochloride, metformin hydrochloride, glipizide, metoprolol succinate, lisinopril, atorvastatin, enoxaparin, cefazolin, rosuvastatin calcium (crestor), tramadol hydrochloride (tramadol) for knee pain, lidocaine for knee pain and metoprolol tartrate (lopressor). Concurrent conditions were not reported. No past drugs, known allergies or drug allergies were reported. On (B)(6) 2012, the pt received intra-articular synvisc one injection (dosage regimen, batch/lot and expiration date unk) into both knees for bilateral knee osteoarthritis. The pt noted increasing pain and swelling of her bilateral knees, right worse than left (subtherapeutic response). The pt did follow up with physician and was told that this was a reaction to the injection and symptomatic conservative measures should be instituted. She necessitated the use of cane. The pt had been up and ambulating. On an unspecified date in (B)(6) 2012, the pt reported that she was unable to walk as the legs were swollen and hot to touch. On (B)(6) 2012, the pt presented to the emergency room with knee pain and disability of both knees. Also, the pt developed bilateral knee effusion. He r right knee was aspirated and 80 cc of yellowish fluid was collected which was sent for the analysis. Synovial fluid analysis revealed nucleated cell count: 8,462/mcl, neutrophils: 70%, lymphocytes: 12%, mono/macrophages: 16%, eosinophils: 2% (synovial fluid white blood cells positive) and no crystals were seen. Gram stain was negative for the fluid aspirated from the right knee. The pt was noted to grow gram-positive streptococci mitis, susceptible to ceftriaxone in chains of right knee. The physician told her to present to the hospital for admission for septic arthritis. She had active motion to her knee. The pt complained that her left and right knee were symptomatic in terms of discomfort and swelling. The pt reported to have range of motion decreased for which she used a cane. On (B)(6) 2012, the pt's right knee was sterilely prepped in the usual fashion. It was reported that 10 ml of 1% lidocaine was injected to the pt's skin and subcutaneous tissues for anesthetic purposes. Approximately 70 ml of serosanguineous fluid was aspirated without incident, which confirmed an infection to her right knee. There was no evidence of purulence. The pt had noted some swelling about her left knee and lower extremity. The discomfort about her left knee was appreciable, though considered consistent with her synovitis. On (B)(6) 2012, 70 ml of fluid was aspirated from left knee, with no evidence of purulence. Arthroscopic evaluation of the right knee was performed. The pt was maintained on intravenous antibiotics. Some fluid was expressed from the knee joint which showed some cloudiness and had turbid appearance. A partial medial meniscectomy of right knee was performed and medial meniscus debrided. The same day, chondroplasty of patella was performed due to degenerated changes of the same. Additionally, 03 l of antibiotic solution and 06 l of normal saline were irrigated through her knee for a total to 09 l of fluid through her knee joint. Action taken: unk. Outcome: the outcome for the events of "increasing pain and swelling of her bilateral knees post synvisc one injections" and "synovial fluid analysis revealed white blood cells" was not reported; and was recovering/resolving for rest of the events. Corrective treatment: piperacillin sodium/tazobactam sodium (zosyn), vancomycin, morphine, hydrocodone bitartrate/paracetamol (vicodin) and ceftriaxone for the event of septic arthritis of right knee/infected right knee. Arthroscopic irrigation and debridement infected right knee and aspiration of left knee was performed for the event of bilateral knee effusion. Ibuprofen for the event of knee pain. Also the pt used cane for the event of range of motion decreased.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated on 01/14/2014: this case concerns a pt who had septic arthritis into right knee after treatment with synvisc one for bilateral knee osteoarthritis. Although, the role of device cannot be ruled out based on temporal and anatomical proximity, however, info regarding pt's underlying bilateral knee osteoarthritis and concomitant medications used by the pt in causation cannot be ruled out.